Manufacturer narrative:
An event reporting disassociation involving a metal head and accolade stem was reported. Through the medical review trident shell malposition was confirmed. Not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and noted: cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. A review of the medical records and x-rays provided by a clinical consultant concluded: cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Not available.

Event description:
It was reported that the patient allegedly rolled over in bed and felt pain. It was reported that the patient x-rays showed dissociation of the femoral head from the stem. It was reported that the patient underwent a revision surgery.